Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the battery drawer of the external pulse generator (epg) appeared "warped." The biomedical engineer (be) requested the part number, which was provided by technical services and will replace the battery drawer. The status of the epg is unknown. No patient complications have been reported as a result of this event.